Event description:
This event involved the retention of a filiform catheter. When the m.d. Pulled back on the guide catheter, the filiform catheter remained in the pt's bladder requiring cystoscopic procedure to remove retained filiform catheter tip. This was done successfully without further sequelae.

Manufacturer narrative:
Actual device unavailable for eval. Rep samples would not reveal anything that would benefit the investigation due to the nature of the reported incident. No further action possible.